Event description:
Three people were burned while using the electrotherapy device - this report is based on one of the three reported-burned patients. The doctor is reported as using poor electrodes, and other devices he has returned have been in poor condition. When compass health brands was able to speak with the doctor, the doctor had mentioned that each patient was burned with the same brand of electrode. This patient's burns showed up on his skin immediately, and lasted for three weeks. The device was returned to compass health brands and evaluated on 5/12/2017. The customer's complaint could not be duplicated. The device was tested for product performance, and determined to fall within the manufacturer's specifications, as defined in the product user manual.